Manufacturer narrative:
Estimated age. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 30 days the patient remains ongoing with the lvad support device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for suspected gastrointenstinal (gi) bleeding. The patient had a dark bowel movement and hemoglobin and hematocrit (h&h) levels had dropped down to 6.8 g/dl and 22.4%. At the time of the event, the patient¿s anticoagulation regimen included coumadin and aspirin. On admission, coumadin was held and the patient was transfused with 2 units of packed red blood cells. A fecal occult blood test came back positive. Protonix was increased to twice per day instead of daily. The patient had no further dark stools and did not require any further intervention. A resolved date of (B)(6) 2017 was provided.

Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the left ventricular assist system (lvas) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.